Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture via ultrasound. Device remains implanted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, broken on the posterior side assessed as surgical impact opening and missing side assessed as inconclusive. (Shell thickness was within specification). Additional observation. ¿ no penetrating nick . ¿ crease fold observed. No further actions are required as no issues with the manufacturing process are observed. Additional, changed, and/or corrected data: a2, b3, b6, d9, h3, h6.

Event description:
Patient reported left side rupture via ultrasound. The device has been explanted and replaced.